Event description:
In 2008, the sales representative reported on an unknown date the pt was complaining of pain. X-rays were done and the results showed two broken screws. The pt underwent a revision surgery on the same day to explant the broken screws. The top portions of both screws were removed. The pt was reinstrumented with another product.

Manufacturer narrative:
Investigation pending. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.